Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 25 g x 1 in., the needle was clogged. The following information was provided by the initial reporter: we have come across a defective lot of safetyglide needles recently. It seems that about 1 in 3 or 4 needles have a solid bore. We¿re unable to easily prime our needles prior to vaccinating our patients.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 18-apr-2022. H6: investigation summary it was reported the consumer is unable to prime the needles. To aid in the investigation, two needles in partially opened packaging blisters were received for evaluation by our quality teams. The samples were visually inspected and both needles were observed to be clogged with an unknown material. No light passed through the cannulas of either sample. Additionally, one of the samples appeared to have a broken shield around the needle hub. The conditions observed at the packaging site were non-conforming per product specification. This damaged shield could be possible with the packaging process. The clogged needles were sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, two samples were received in opened packaging blisters. A visual inspection was performed and one sample has the plastic shield damaged with pieces of plastic from the shield loose in a plastic bag. No other defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with normal flow and the other one has a limited flow. A device history record review was completed for provided material number 305916, batch number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed in one of the two samples, but a probable root cause could not offered as the samples have already been manipulated or used.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 25 g x 1 in., the needle was clogged. The following information was provided by the initial reporter: we have come across a defective lot of safetyglide needles recently. It seems that about 1 in 3 or 4 needles have a solid bore. We¿re unable to easily prime our needles prior to vaccinating our patients.